Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol), the tip of the cartridge was found to be deformed. A backup cartridge was used to complete the procedure. Additional information was requested.

Manufacturer narrative:
An opened cartridge carton lot #32615986 was returned. Seven samples were inside the carton. One used cartridge was returned in the opened pouch. Six cartridges were still sealed in the unopened pouches. The cartridges were numbered 1-7 for evaluation purposes. Cartridge #1: the used cartridge exhibited tip damage the end of the tip is bent downward. This has caused the sides to distort out from the damaged area. The cartridge had evidence it was placed into a handpiece. The six unopened samples were evaluated and no tip damage was observed. Product history records were reviewed and the documentation indicated the product met release criteria. Seven cartridge samples were returned. One sample was used. The other six were unopened. All seven returned cartridges were evaluated. Only the used cartridge exhibited the reported damage. The used, damaged cartridge had evidence it was placed into a handpiece. Procedures and processes exist within the manufacturing environment that focus on protection of the cartridge tip. The obvious nature of the damage and the extreme pressure needed to create it makes it unlikely that product would have left the facility in this condition. The most likely root cause is inadvertent damage during handling by the end user. The manufacturer internal reference number is: (B)(4).